Event description:
A discordant, high advia centaur xp ca 19-9 result was obtained on a patient sample. The sample was repeated on the same advia centaur xp system, resulting high. The patient sample was tested on two alternate ca 19-9 test methods, resulting lower. The lower ca 19-9 results agreed with the patient's clinical picture and was reported to the physician(s) as the correct result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant high advia centaur xp ca 19-9 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report a discordant, high advia centaur xp ca 19-9 result on a patient. Quality control (qc) results were within acceptable ranges when the incident occurred. Siemens has completed the investigation. The customer was not able to provide the patient's medical status or a list of medications/supplements the patient was taking. There is no patient sample that can be provided to siemens for further evaluation. The lower result obtained when the customer treated the sample with a heterophilic blocking tube (hbt) indicates that heterophilic antibodies are elevating the result of the patient sample with the advia centaur xp ca 19-9 assay. As stated in the limitations of procedure section of the hbt instruction for use (IFU) "there may be some samples with extremely strong heterophilic interference. In such cases the hbt may not be able to block all of the assay interference." The advia centaur xp/xpt ca 19-9 instruction for use (IFU) under the limitation section states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays." The expected values section of the advia centaur xp/xpt ca 19-9 IFU indicates 3.7% of samples from normal patients recovered >37 u/ml so a certain number of elevated results from normal patients can be expected for this assay. The cause of the elevated result seen by the customer with this one sample when using advia centaur xp ca 19-9 reagent lot 491 is unknown however, heterophilic antibodies were impacting the result. Based on the investigation, a product problem was not identified. The customer is operational. The advia centaur xp/xpt ca 19-9 instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The advia centaur xp/xpt ca 19-9 instructions for use (IFU) states the following in the limitations section: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The assay is performing within specifications. No further evaluation of the device is required.